Event description:
Per email it was reported that rate under infusion was experienced along with the pump beeping and some of them shut off automatically. Patient didn't get entire dose per facility. Patient not affected. No additional information available.